Manufacturer narrative:
(B)(4). Batch # t5ck1a. Concomitant medical products: device - ntlc75 (batch # t5cu2e). Device analysis: the analysis results found that a sr75 reload was received with both gripping surface broken off. The reload was received unfired and swing tab in the unlocked position. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastrectomy, staple installation problem during surgery. The sr75 could not install onto the ntlc75 smoothly. Also, it was found that the plastic of sr75 was fall off. Finally, the surgeon opened another new ntlc75 and sr75 for the surgery. The procedure was completed successfully. There were no patient consequences.